Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues on the air-water (aw) channel. Based on the results of the investigation, the most likely cause is due to component failure due to stress of repeated use, external factors, or handling. For the white residues on the aw channel is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had tip of the scope, exposing the cords and the lens. The issue was found during reprocessing of the device. There was no patient involvement.